Manufacturer narrative:
Automated impella controller (console) logs from the reported day of event are consistent with complaint and show that 41 minutes after successful start of pump with the serial number (B)(6), a communication breakdown occurred between pmd (sau_motor_1) and 4-in-1/epc, resulting in pump stop. Prior to that, pump had been disconnected and reconnected, prior to its initialization, due to unreliable placement signal, however there¿s no evidence that would allow to link these two events (and placement signal issue was resolved upon 2nd connection of the pump). After the console was received in aachen field service (fs) it was tested in the lab using an engineering pump, but the issue was not reproduced. There were however some communication issues between pud/ahp and 4-in-1/epc observed in post-test logs. The suspected components involved in communication issues are 4-in-1 assembly, impellatronic assembly, and their communication cable (which was found during inspection to have a kink in it, which might have contributed to the issue). The cause of the console issue was most likely a defective impellatronics board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the automated impella controller (aic) presented with a controller failure alarm and the pump abruptly stopped. It was not reported how the issue was resolved. The patient was supported a total of 50 hours on the impella device, however it was noted that the patient expired on support. Given the limited information surrounding the details the patient's condition and cause of death, the aic cannot be excluded as a possible contributing factor.